Manufacturer narrative:
The fse evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) lock screw was loose. The fse tightened the valve, which repaired the leak and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the secondary probe of the coulter lh 500 hematology analyzer. The instrument also generated white blood cell (wbc) vote outs and hemoglobin and hematocrit (h&h) failures. The volume of the leak was about 100 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.